Event description:
It was reported that during the tha, the surgeon reamed the pt acetabuli with the acetabular reamer 45mm and tried to lock the trident hemispherical cluster hole shell 46 mm on the pt acetabuli. However, the shell would not lock on the pt's acetabuli. Therefore, he implanted a 48mm shell instead of it.

Manufacturer narrative:
Associated device: acetabular reamer, 45mm, cat #2102-0445, lot #unk. A supplemental report will be submitted upon completion of the investigation.